Event description:
It was reported by service report that the scale was inaccurate. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results: load cell.